Event description:
The lead was capped due to distal and prox pins. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).